Event description:
Neonatal ICU reported that pt's monitor showed persistent oxygen saturation in the 70's (%) with no other symptoms. The monitor cord and the probe were changed to another recycled probe with no change in saturation results. When a new (not re-manufactured) probe was placed on the pt, the oxygen saturation readings were then greater than 95%. No pt harm.

Manufacturer narrative:
This is the first report of two reports. Referencing 2936999-2012-00546. Per oximax max-n directions for use: indications/contraindications: the nellcor oximax neonatal/adult oxygen sensor, model max-n, is indicated for single pt use when continuous noninvasive arterial oxygen saturation and pulse rate monitoring are required for neonates weighing less than 3 kg or adults weighing more than 40 kg. Instruction for use: neonates: the preferred site is a foot. Alternatively, use a hand. The window next to the cable goes on the sole of the foot... Note: when selecting a sensor site, priority should be given to an extremity free of an arterial catheter, blood pressure cuff, or intravascular infusion line. Wrap the max-n firmly, but not too tightly around the foot or finger... Note: if the sensor does not track the pulse reliably, it may be incorrectly positioned-or the sensor site may be too thick, thin, or deeply pigmented, or otherwise deeply colored (for example, as a result of externally applied coloring such as nail polish, dye, or pigmented cream) to permit appropriate light transmission. If any of these situations occurs, reposition the sensor or choose an alternate nellcor sensor for use on a different site. Reapplication: the max-n can be reused on the same pt as long as the adhesive tape attaches without slippage. Cautions: failure to apply the max-n properly may cause incorrect measurements. While the max-n is designed to reduce the effects of ambient light, excessive light may cause inaccurate measurements. In such cases, cover the sensor with opaque material. Circulation distal to the sensor site should be checked routinely. The site must be inspected every 8 hours to ensure adhesion, skin integrity, and correct optical alignment... Intravascular dyes or externally applied coloring such as nail polish, dye, or pigmented cream may lead to inaccurate measurements. Excessive motion may compromise performance. In such cases, try to keep the pt still, or change the sensor site to one with less motion. Do not immerse in water or cleaning solutions. Do not resterilize. Immersion or resterilization could damage the sensor. If the sensor is wrapped too tightly or supplemental tape is applied, venous pulsations may lead to inaccurate saturation measurements. Do not alter or modify the max-n. Alterations or modifications may affect performance or accuracy. For additional warnings, cautions or contraindications when using this sensor with nellcor-compatible instruments, refer to the instrument operator's manual or contact the manufacturer of the instrument. Note: high oxygen levels may predispose a premature infant to develop retinopathy. Therefore, the upper alarm limit for oxygen saturation must be carefully selected in accordance with accepted clinical standards and considering the accuracy range of the oximeter being used. Accuracy specifications: for the accuracy specification range of this sensor when used with nellcor compatible instruments, refer to the instrument operator's manual or contact the instrument manufacturer.